Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the "twinfix ultra" anchor broke when screw-in. All of the fragments had been removed from the patient by tweezers. The procedure was completed with a s+n back-up device. An additional hole was drilled. The instrument used to prepare the insertion site was 3.8mm drill. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
Correction in b5.

Event description:
It was reported that during a shoulder cuff repair surgery, the "twinfix ultra" anchor broke when screw-in. All of the fragments had been removed from the patient by tweezers. The procedure was completed with a s+n back-up device. An additional hole was drilled. The instrument used to prepare the insertion site was 3.8mm drill. Non-significant delay was reported, and no further complications were reported. The current patient status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that tensile strength and impact strength are specified and each batch of raw material must be accompanied by a certificate of analysis detailing the exact composition of the batch. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and the distal end of the anchor is fractured at the suture window. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchors were retrieved from the patient. The procedure was completed using a back-up device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code).